Event description:
Healthcare professional reported the event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and others, missing a piece of shell (0-25%), and crease fold. Weight measurement identified device was underweight. A microscopic analysis was performed which identified one broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp broken on the posterior assessed as unidentified (tear) opening and missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right-side rupture and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Patient reported "right-side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.